Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during lead implant, the lead was positioned in the lateral branch of the left ventricle. The lead placement is reported to have been unstable and dislodged multiple times. The lead was used to maintain the venous access and was cut. The lead was removed and replaced. No patient complications have been reported as a result of this event.